Event description:
Information received from nursecomm call. Caller states that pump alarms error code 45.

Manufacturer narrative:
Device was not returned. Customer could not provide pump serial number because pump was returned to the provider, therefore, DHR could not be performed.